Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto-mode switch episodes due to far-field were observed. Non-sustained oversensing episodes were observed. Programming changes were made. The patient was stable and doing well.